Event description:
The needle was inspected at the start of the procedure. The needle was used for approximately 7 passes into the lymph nodes without any indication of an issue. On the last pass it was noted that the needle tip was unattached from its shaft and in the lung tissue. It was intact and recovered by the physician using bronchial forceps. All parts of the device were inspected and found to be intact without fragmentation post procedure. Physician. Performed a complete airway inspection, ordered a post procedure chest xray and discussed it with the patients family in the post procedure conference.